Event description:
A software error was detected on a customer's device, indicated by a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance for resetting the device, and after resetting, the malfunction did not recur. The customer was informed they could continue using the device and understood to contact support if the issue reappears.